Event description:
It was reported that during a low anterior resection procedure, abdominal air leaked early in the case. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/27/2009. Leak test failure. Evaluation summary: the analysis results found that the instrument was returned in good visual condition, the instrument was functionally leak tested and failed. A corrective action has been initiated to address the leak test failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.